Event description:
It was reported that during a knee replacement procedure, the blade broke. It was also reported that there were no adverse consequences, no medical intervention and no delays as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that during a knee replacement procedure, the blade broke. It was also reported that there were no adverse consequences, no medical intervention and no delays as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
This event was originally reported as part of the voluntary malfunction summary report (vmsr) program under MFR report # 3015967359-2023-00794, submitted on 24 april 2023. This record, MFR report # 3015967359-2023-01140, was filed in error.